Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that withdrawal difficulties occurred. A 6x60 75 cm eluvia¿ drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery (sfa). The lesion was not pre-dilated. During the procedure, the stent was deployed without issue. Difficulties were encountered when trying to remove the delivery system. After 15 minutes, the delivery system was able to be withdrawn. There were no patient complications reported and the patient¿s status post procedure was good.

Event description:
It was reported that withdrawal difficulties occurred. A 6x60 75 cm eluvia¿ drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery (sfa). The lesion was not pre-dilated. During the procedure, the stent was deployed without issue. Difficulties were encountered when trying to remove the delivery system. After 15 minutes, the delivery system was able to be withdrawn. There were no patient complications reported and the patient¿s status post procedure was good.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: the eluvia self-expanding stent delivery system (sds) was returned with a .035 non-bsc guidewire stuck in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The stent was not returned inside of the device as it was reported to be implanted. The handle was opened and it was noticed that the mid-shaft showed 2 kinks.1 located at 2.5cm from the retainer clip and the 2nd located at 5cm from the retainer clip. There were also some inner liner kinks located at 2cm, 2.5cm and 3cm from the internal clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).